Event description:
The user reports a gradual increase in pain around the implant site over the last couple of years to the point where she is now unable to wear her audio processor. The clinic will discuss what further actions will be taken.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient has been experiencing pain at the implant site. In general, pain is a known possible side-effect of cochlear implantation. Additionally, in this instance it is experienced also without wearing the audio processor, thus a medical or clinical condition possibly contributed to this symptom. Further steps will be discussed with the clinic.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient has been experiencing pain at the implant site. Reportedly an antibiotic treatment slightly improved the symptoms, possibly indicating persistent and subclinical infection due to pathogens inoculated during implantation surgery. However, it was not confirmed by any laboratory tests. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. However, there are several factors involved in pain development post-implantation. Chronic pain not associated to any device malfunction is a known undesired side effect following titanium implantation in the head and neck. The device remains implanted and the recipient will be monitored by the clinic.

Event description:
The user reports a gradual increase in pain around the implant site over the last couple of years to the point where she is now unable to wear her audio processor. The user reports that the pain is also present without the external processor attached, the user rates this 7/10 in discomfort, wearing the audio processor and switching it on increases the pain to 10/10. The user has now stopped wearing it all together. The user was started on antibiotics in april 2021 and reports slight improvement. She has since requested repeat prescription. The clinic plan to monitor the user for the time being.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a gradual increase in pain around the implant site over the last couple of years to the point where she is now unable to wear her audio processor.